Manufacturer narrative:
The full lead was returned in segments, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. Concomitant medical products: 4968-25lead, implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both pacing leads were explanted due patient condition and returned to the manufacturer. Subsequently, the leads tested out of specification during the manufacturer's analysis. No patient complications have been reported as a result of this event.